Manufacturer narrative:
Expiration date: ni. Implanted date: 2013.

Event description:
A report was received via social media that the patient developed a staphylococcus infection. The patient was prescribed intravenous antibiotics and underwent an explant procedure.